Manufacturer narrative:
No product was returned as it remains in-situ no radiographs have been provided so the complaint could not be confirmed. The patients bone quality is unknown. The patients postoperative physical activity is unknown. Review of the reported event notes 15 days postoperative the patient presented with a subsided interbody and superior endplate deformation with no treatment provided. With the information provided no definitive root cause could be determined however implant selection and placement, bone quality, space preparation and postoperative physical activity as possible cause or contributors. No additional investigation can be completed at this time. Manufacturing review: no lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformances with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components, loss of fixation..." "Warnings, cautions and precautions¿correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Care should be taken to ensure that all components are ideally fixated prior to closure." "Patient education preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly..." 9402506-en h-2022-06.

Event description:
The event was identified during a review of the advanced material science study, the report identified that on (B)(6) 2024 a patient underwent an extreme lateral interbody fusion w/ posterior fixation procedure at l3-4 with no reported issues. On (B)(6) 2024 the patient presented with new back pain and radiographs that identified the cage to be somewhat subsided with superior endplate deformity. No treatment or revision planned at this time the surgeon with continue to monitor patient.